Event description:
While hospitalized for a non-diabetes related issue, the customer experienced a blood glucose (bg) level of 639 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and a nurse administered a manual injection to address the issue. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.